Event description:
Patient reported elevated blood glucose, 140-200 mg/dl (normal = 85-115) over the last 10 days. Patient stated he has no explanation for the elevated levels, except that he feels the device caused them. Patient stated he also received an e6 error (mechanical error).